Event description:
It was reported that the patient had multiple pump stops on battery power. One of the pump stops reportedly lasted 10 minutes. The patient also mentioned that one battery stayed fully charged all day but did not recall which cable the battery was connected to. The patient had multiple applications of rescue tape to the external driveline. The log file review captured 22 pump stops and 5 low speed advisories on 06nov2023 and 12nov2023. X-ray images of the driveline were reviewed and were deemed unremarkable.

Manufacturer narrative:
Related MFR 2916596-2023-08073 covers multiple repairs to the driveline with rescue tape. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stop events. Based on previous complaint experience, these findings could be indicative of a potentially compromised driveline; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured low speed and pump stop events while the patient was supported by batteries. These events were associated with low speed advisories, low speed hazards, low flow hazards, and pump off alarms. The submitted x-rays were unremarkable. Multiple requests for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.